Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the patient's clinic visit it was noted in the event history that there were speed drops below the low speed limit. The event history contained several speed drops and pump stoppages over the past several weeks. The issues appeared to be occurring when connected to the power module. The patient's power module patient cable and system controllers were exchanged. The patient reportedly is doing fine with no side effects from the speed drops and pump stoppages, and was sent home.

Manufacturer narrative:
The manufacturer is attempting to acquire the power module patient cable for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The power module 14 volt patient cable in use with the patient at the time of the event was not returned for evaluation. The reported incident of speed changes below the low speed limit was confirmed based on the information contained in the log file that was retrieved from the returned system controller. Speed changes in log file were only captured while the system controller was supported by the power module. In addition, there was an upward trend in the pump power values and pulsatility index values while the system controller was supported by the power module. Although the reported speed changes could be confirmed, the analysis could not determine a root cause of the speed changes and elevated power events recorded in the log file. No further information is available. The manufacturer is closing its file on this event.